Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient was noted with past medical history of tachycardia-bradycardia syndrome. Furthermore, the patient developed new left bundle branch block (lbbb) with progressive conduction disease; therefore, a dual chamber pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Corrected event date. Changed the date (B)(6).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that at the twelve-month, eighteen-month, two-year, three-year, four-year, and five-year follow up appointments electrocardiogram (ECG) noted lbbb remained. No treatment was provided. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.